Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to enterococci bacteremia infection on pacemaker lead. The physician decided to explant the cmems sensor. However, the device manual states the sensor should not be explanted. Reportedly the patient is stable. The manufacturer information of the pacemaker product is unknown.